Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic medical technician reported a suction break occurred during a lasik flap procedure of the left eye. The reporter indicated the lasik treatment was aborted and the procedure was converted to photo refractive keratectomy (prk). Reporter stated there was no harm to the patient.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to the date of event/treatment. Review for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The reported treatment was aborted during bed cut due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system will abort the started treatment. The reported issue is not caused by the system or the used patient interface but by the user which was also shown the user via an info message 'vacuum pumps stopped by foot pedal - treatment is aborted'. The user did not restart the aborted treatment. There is no technical problem and the reported problem is due to the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. The manufacturer internal reference number is: (B)(4).